Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator from a distributor with a complaint of "melting or warping." This complaint was reported on (B)(6) 2018. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed modest thermal deformation to the compressor housing caused by intermittent fan operation due to a poor wire connection to the main board. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on july 12, 2018 involving a devilbiss oxygen concentrator that experienced "melting or warping." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that the cooling fan's performance had been intermittent due to a faulty fan wire harness connection. Devilbiss has an active CAPA for fan complaints.